Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited decreased pacing impedance and noise. This noise was detected by the device, and resulted in the delivery of inappropriate shocks. The decision was made to explant and replace this lead with a similar guidant defibrillation lead.